Manufacturer narrative:
Failure analysis of the returned part determined that the failure of q15 and u8 prevented the power supply from charging the backup battery.

Event description:
The customer reported a power fail occurrence. The manufacturers field service engineer confirmed the problem and replaced the power supply. No patient involvement.

Manufacturer narrative:
.